Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2014 was 580 mg/dl with confusion and vision changes. It was reported the patient received treatment from a health care provider of insulin via injection and the patient had discontinued pump therapy. During troubleshooting, it was determined the patient incorrectly manually calculated a bolus, failed to bolus, and the pump¿s bolus-type setting was incorrectly programmed. The reporter noted the pump¿s settings were not recently changed, the basal history and basal totals in the total daily dose history accurately reflected the pump¿s programmed basal rate, and the bolus history matched the bolus totals in the total daily dose history. This complaint is being reported because the reported blood glucose excursion was attributed to use error. No pump malfunction was alleged or indicated.

Manufacturer narrative:
Follow-up #1 date of submission 06/24/2016-product analysis:the device was returned and evaluated by product analysis on (B)(6) 2016 with the following findings:no pump malfunctions were revealed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Bolus calculations were found to be accurate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.